Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had cracked when the caregiver could not get the blue ring cap to open. The patient¿s parents attempted to open the intermate filled with ceftriaxone hs 500 mg in 50 ml sodium chloride 0.9% when they heard the crack. As a result, they used another product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured november 16, 2017 - november 17, 2017. The device was received for evaluation containing approximately 60 ml of drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was easily removed/opened by gently twisting the luer cap. No evidence of difficulty was experienced. No evidence of crack or damage was found on the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.